Event description:
It was reported that the insulin pump had damages. There were cracks around the threading and the battery area was broken. The customer's blood glucose was 160 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. (B)(4)